Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s high blood glucose level was 600 mg/dl at the time of hospitalization. The current blood glucose value was 269 mg/dl and 145 mg/dl. The product will return for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08785 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was able to rewind properly. No rewind anomaly noted. Device was programmed with multiple basal profiles and monitored for 2 days. No basal anomaly noted. Device was also programmed with multiple test boluses and monitored. All boluses delivered properly. No bolus anomaly noted. Device uploaded properly using carelink. Device had intermittent button response on the esc, act, up arrow and down arrow buttons. Unable to determine the root cause of the intermittent button response anomaly due to insulin pump preservation. Device had minor scratched display window, scratched cracked case and a cracked reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.